Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n088377, implanted: (B)(6) 2006, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient was hallucinating after last increase in pump refill, over the past three days. Patient was admitted to ER with pneumonia and confusion. A pain specialist turned down the pump from 1.1 to 0.8 were there was an immediate improvement and the confusion/hallucinations seemed to stop. It was stated that since his dose of clonidine was over 100-mcg per day that could be what created the confusion, but still not sure of the exact source of the confusion/hallucinations. Patient outcome was noted as resolved without sequelae

Event description:
Additional information received reported that the hallucination event was actually a phone call from the patient's spouse, not an office visit, thus there was no telemetry report. The patient's pump was turned down at the hospital to try to rule the medication out. It was noted that the actual cause was still uncertain. The clonidine in the pump that was turned down was gradually, in a period of time, turned back up without complications. The report prior to the incidence noted the medications were dilaudid 2.0 mg/ml, bupivacaine 5.0 mg/ml, and clonidine 200 mcg/ml.